Event description:
It was reported that a pacemaker patient was placed on a holter monitor for investigation of palpitations. The holter monitor data illustrated atrioventricular delays when paced. The pr interval was inordinately long on infrequent beats. The physician believed this was a possible malfunction of the device. Programming changes were made and the palpitations and the atrioventricular delays were stopped. It was later reported the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported that a pacemaker patient was placed on a holter monitor for investigation of palpitations. The holter monitor data illustrated atrioventricular delays when paced. The pr interval was inordinately long on infrequent beats. The physician believed this was a possible malfunction of the device. Programming changes were made and the palpitations and the atrioventricular delays were stopped. The device remains in use. No patient complications have been reported as a result of this event.